Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: cystocele, rectocele and vaginal vault prolapse. Procedures performed: abdominal sacrocolpopexy, paravaginal repair, halban enterocele repair, burch urethropexy, cystoscopy and subcutaneous pain pump placement. Complications post mesh implantation: outcome attributed to the device is pain, infection, urinary problems and recurrence.

Manufacturer narrative:
(B)(4).